Event description:
A customer reported to baxter (B)(4) of a parenteral nutrition bag (250 ml) in which the customer detected an unknown particle inside the bag. The bag was filled with a monoclonal antibody (cetisumap).the reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a parenteral nutrition bag (250ml) in which the customer detected an unknown particle inside the bag was confirmed during sample evaluation. One actual sample was available at the plant for evaluation. Visual inspection revealed an unidentified particulate matter in the bag. Further tests could not be performed as the bag was filled with drugs from the customers end. The assignable root cause of the reported condition is unknown. A batch review cannot be performed since there was no lot number provided. Should additional information be received, a follow-up medwatch will be submitted.